Event description:
An error message was reported with the adc device. Customer received a "replace sensor message" and was unable to obtain readings. As a result, customer experienced hyperglycemia and drowsiness and was unable to self-treat, requiring third-party injection of insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time the product has not been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.